Event description:
It was reported that during a procedure of the 100% stenosed lesion, after predilatation the promus stent delivery system could not cross the lesion. Several attempts were made. Although unknown it was noted that there was a delay in the procedure due to the device issue. The procedure was completed with a 2.5 x 10 mm non-abbott balloon. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The 2.5 x 15 mm promus stent delivery system (sds) was not returned for analysis which may have assisted in the investigation. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, device size selection and accessory device support; and is typically not associated with a product quality deficiency. The lesion condition was described as 100% occluded, which likely contributed to the failure to cross and the delay in the procedure. A review of the device lot history record did not reveal any nonconforming material records for this lot relevant to this report. Additionally, a query of the complaint-handling database was performed and there is nothing to indicate a lot specific product quality deficiency. The profile dimensions on all stent delivery systems are confirmed by visual and dimensional checks on the manufacturing line before release. In addition, a quality control audit inspection is used to verify the product quality. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us.